Manufacturer narrative:
Approximate age of device - 5 years, 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was seen in the clinic for the first time in 6 months due to non-compliance. On interrogation multiple low seed and pump off events from (B)(6) 2018, starting just after midnight. The patient admits to several ¿beeps¿ when connected to the mobile power unit therefore she often sleeps on batteries. On interrogation of the system controller there were normal power cable disconnects and low voltage seen; however, no other alarms. The patient denied any heart failure symptoms. The patient will be admitted if she agrees. The submitted log file captured multiple low speed advisories which drop below the patients low speed limit of 8800 rpm . This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mobile power unit. The log file showed that the patient has been on battery power since (B)(6) 2018 after the alarms which indicates the patient has been sleeping on battery power and was likely aware of the alarms occurring. The patient¿s x-ray's were unremarkable. No further information was provided.

Manufacturer narrative:
Additional information: investigation conclusion: the reported low speed and low flow alarms, as well as pump stop events, were confirmed via the log file data provided by the account. The submitted log file contained data spanning from 10/21/2018 at 23:29:55 to 11/15/2018 at 12:37:40, per the timestamp. A momentary low speed alarm was recorded at 23:49:08 on 10/21 while the system was supported with the mobile power unit (mpu). Multiple low speed and low flow alarms were captured in association with pump stop events from 00:08:38 to 00:55:47 on 10/22 while the system was supported with the mpu. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed and low flow alarms, as well as the pump stop events, cannot be conclusively determined through this evaluation. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.